Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee scope, it was discovered that two separate pieces from the metal tip of the super multivac wand came off the device. The surgeon was able to successfully removed both pieces from the patient's joint space. The procedure was completed with a 30-minute delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b3, b5 and h6 (health effect - impact code).

Event description:
It was reported that during a knee scope, it was discovered that two separate pieces from the metal tip of the super multivac wand came off the device. The surgeon was able to successfully removed both pieces from the patient's joint space with arthroscopic graspers. The procedure was completed with a 30-minute delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the electrode has been heavily used and thinned. Scratches run across the face of the electrode from contact with hard material. A piece of the electrode is missing. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma was generated on the remaining portion of the electrode. The resistance measured at 1.05 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.